Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units ECG connector is faulty. There was no patient involvement.

Manufacturer narrative:
This report is being cancelled as a duplicate. Please revert sections d, e to blank.

Event description:
This report, MFR # 2249723-2023-01335; (B)(4), is being cancelled as a duplicate of MFR # 2249723-2023-01184; (B)(4).